Event description:
Unable to lower isolette temperature below 85 degrees fahrenheit. Using control point adjust. Unable to adjust red line control point to 100 degrees fahrenheit (only to 96 degrees fahrenheit). Unable to use.